Event description:
It was reported that the patient experienced a loss of therapeutic effect and had to use a catheter a lot. The patient was only able to make adjustments when the antenna was attached to the patient programmer, but was able to increase stimulation to 1.70 volts. It was noted that the patient was on antibiotics for a bladder infection which had started 3 weeks ago, and she was not sure if the infection had cleared up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v698092, implanted: 2011 (B)(6), explanted: na, extension model 3095-10, (B)(4), implanted: 2011 (B)(6), explanted: na, programmer model 3037, (B)(4).